Event description:
A review of the reported information indicates that model ec500j vena cava filter allegedly perforated, tilted and unable to be retrieved. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.